Event description:
The second of two reports involving a (B)(4) from the same facility. Cross reference with MFR. Number 2648988 2011 00057 (pr (B)(4)). A male geriatric pt was undergoing a right lobectomy for tissue resection. After approx 10 mins of use, the end of (B)(4) broke off. The unit was replaced with another (B)(4) (different lot number) and the surgery was resumed. About 10 mins later, the end of the second tip also broke off. It was replaced with a new one and the surgery resumed w/o further - problems. The only other device being used during the surgery was a suction device and the surgeon stated that there was no metal to metal contact and claims that no abnormal force was being used during surgery. The equipment settings were suction: 60/irrigation: 30-40/power: 60-70.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.